Manufacturer narrative:
The device was returned to the MFR for maintenance. According to service, the handpiece was not running hot. While being serviced the bearings, nose cone, and bur shield were replaced. The handpiece was cleaned, lubed and adjusted. The device was returned to the account.

Event description:
It was reported that the handpiece was overheating. There was no pt or user injury associated with this event.